Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry and battery status was unable to be obtained. A substitute power supply was used to confirm normal device function. The device functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that this patient presented with rates in the 30s and 40s. The device was not pacing and there was no magnet response. It was suspected that the device had reached end of life.

Event description:
Information was later received that this device was explanted due to normal battery depletion. The patient was lost to follow-up.